Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that after an intraocular lens (iol) was implanted, it was noted to be dislocated on postoperative day one. The patient reported vision that was "like looking through a shower curtain." The lens was exchanged for another lens of similar model, one day after initial implantation. Additional information was requested.